Event description:
It was reported that the patient underwent anterior l4-s1 fusion using rhbmp-2/acs at multiple levels with peek implants. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment". Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with degenerative disc disease at the level of l4-l5 and l5-s1 and underwent the following procedures: anterior lumbar discectomy and fusion at the level of l4-l5 and l5-s1 with partial corpectomy of l4 and partial corpectomy of l5 with implantation of a peek implant packed with bone morphogenic protein sponge at 2 levels and anterior lumbar instrumentation, use of somatosensory evoked potentials and neural monitoring throughout the surgery and use of fluoroscopy. As per op-notes, ¿I decorticated the end plates of l5-s1 down to bleeding bone. I sized the disk space and a 14 mm height peek implant packed with bmp sponge was tamped into the disk space and it was countersunk. After this, I secured the screw and a washer into the vertebral body of the s1 as a buttress. I decorticated the endplates of l4 and l5 down to the bleeding bone. I sized the disk space and a 14-mm height peek implant packed with bmp sponge was tamped into the disk space and was countersunk. After this, I checked the position of the graft and hardware using ap and lateral fluoroscopy, which showed that the graft and hardware was in perfect position.¿ the patient tolerated the procedure well and no patient complications were reported. (B)(6) 2009: the patient was pre-operatively diagnosed with degenerative disc disease at the level of l4-l5 and l5-s1 with disc herniation at the level of l4-l5 centrally and underwent the following procedures: posterior l4-5 and l5-s1 fusion with instrumentation, especially on the left side, autogenous bone grafting from the lamina and spinous processes of l4 and l5, use of ssep neural monitoring throughout the surgery, laminotomy, foraminotomy and discectomy at the level of l4-5 on the left side, and epidural fat transplantation. (On b)(6) 2009: the patient was discharged from hospital. (B)(6) 2009: the patient presented for follow-up status post anterior and posterior lumbar l4 to s1 fusion. On (B)(6) 2009: the patient underwent flexion and extension views of the lumbar spine which showed hardware was intact. Impression: status post posterior spinal instrumentation of l4-s1 with anterior interbody grafts. Maintained normal vertebral body alignment with both flexion and extension. No evidence of instability. On (B)(6) 2009: the patient presented for follow up for back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.